Event description:
The customer reported that every unit went into communication loss - the central monitoring system (cns), telemetry and vital signs monitors. The customer biomed stated that they may have had a power surge of some sort.